Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the wake button was sticking. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.